Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 200 units of insulin, and remained static at 115 units of insulin. Tandem technical support educated the customer on fill estimate calculations. The customer declined any further troubleshooting and was satisfied with information provided. There was no reported impact to the customer's blood glucose level.